Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During a pegj replacement, the physician used a cook jejunal feeding tube set. It was reported [that] eighteen days after placement, the [peg tube] bumper became detached in the patient. They retrieved it [detached bumper] with a retrieval net and replaced the system with another device of the same type. A section of the device did not remain inside the patient¿s body. The detached portion of the feeding tube was retrieved with a retrieval net due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The report was confirmed with the pictures provided. Per the photo provided we can see the internal bolster is missing from the patient end of the peg tube. The print on the tube is mostly worn away. A tube (assumed to be a j tube) is visible through the peg tube. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photos and statements describing the event. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.